Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient was referred for a possible extraction of this left ventricular (lv) lead due to a spike in pacing impedance and threshold measurements, in addition to observed noise. Review of the stored data identified an out-of-range impedance measurement of 2025 ohms. However, measurements have now returned to normal. A boston scientific technical services consultant provided lead evaluation considerations to assess performance. The most prudent course of action would be to conduct an isometric test to find out if the noise or spike in impedance can be consistently reproduced. Should the noise be reproducible, the physician may consider lead revision or replacement, provided it is deemed clinically appropriate. The lead remains in service and no adverse patient effects were reported.